Event description:
Caller reported that t:slim x2 pump battery would not charge despite using the tandem charging cable and wall adapter, and trying a different power outlet. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.